Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain on left scrotum. The ipp was explanted and replaced with a malleable device. Hydrocel repair and orcectomy were performed. No futher patient complications were reported.